Manufacturer narrative:
Possible symptom of intrathecal baclofen withdrawal.

Event description:
The MFR's rep reported that the pediatric pt presented to the emergency room for "withdrawal." The pt had pump replacement 12 hrs prior due to battery life. The pump was pre-primed and catheter was not aspirated. No concentration change was made. The catheter was not disconnected until the new pump was ready. The pump contained lioresal 2000 mcg/ml mixed with saline to a concentration of 1000 mcg/ml at a dose of 105 mcg/day. In the recovery room, the pt appeared to be doing well and was discharged. The following day, he returned to clinic with increased spasticity and low-grade fever and was sent to the ER for observation. A 25 mcg bolus was given. The final pt outcome was "fine." The hcp believes that the issue was not withdrawal, but pain management.